Event description:
Proxy biomedical was notified (B)(6) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the implant, a pt suffered abdominal pain and an abscess had formed at the site of the implant. The pt underwent a laparoscopic "sacrocervicopexy" on the (B)(6) 2011, performed both by the dr (B)(6) (vaginal part) and dr (B)(6) (mesh implant) to treat urinary incontinence. The pt reported to the emergency room on the (B)(6) 2011 reporting fever and abdominal pain since the surgery. She underwent a CT scan which identified an abscess at the site of the implant. She was treated with antibiotics (cipro and flagyl) and a f/u CT on the (B)(6) 2011 showed that the issue had resolved. The pt was last seen on the (B)(6) 2011, when she underwent testing for overactive bladder. On the (B)(6) 2011, she was given anticholinergic medication to treat her overactive bladder. The pt has not attended either physician since. The pt is identified as '(B)(6)'. Her date of birth was the (B)(6) 1953, making her (B)(6) at the time of the procedure. The pt's weight was (B)(6). The hospital where the implantation procedure took place is the (B)(6) hospital, USA. The two physician's who treated the pt were dr (B)(6) and dr (B)(6). The polyform part number and lot number have not been provided. No other info regarding the product or the pt is available at this time.

Manufacturer narrative:
Eval - device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain and infection are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).